Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) is t-wave oversensing resulting in the delivery of an inappropriate shock. It was reported that the problem has occurred previously, in which the patient received inappropriate atp therapy. The sensitivity of the ICD was reprogrammed to least at that time. Review of the strips for this event by guidant's technical service department noted artifact on the t-wave of both the shock and rate/sense channel. It was further reported that the impedance has been dropping indicating a possible impending short. Guidant received additional information that the 497-19 lead was adapted to this 1860 with a 6952 in 2001.